Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: outflow grafts with unknown lot numbers were not returned for evaluation. The reported event was confirmed via visual evidence provided which revealed a kink of the outflow graft. The reported thrombus event could not be confirmed due to insufficient evidence. The device may have caused or contributed to the reported event. Based on the risk documentation and limited information available, a possible root cause of the kinked outflow graft event can be attributed, but not limited to surgical technique during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: h3: yes h6: FDA method code(s): b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/51 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: durable left ventricular assist device outflow graft obstructions: clinical characteristics and outcomes. Journal of clinical medicine. 2023, 12, 2430. Doi: (B)(6) additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk/ catalog #: unk/ expiration date: unk / serial or lot#: unk UDI #: asku d10: no h4: mfg date: unk h5: yes h6: patient code(s): (B)(6) h6: device code(s): a1409/c62897, a040601/c63287 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding left ventricular assist devices (vads) and outflow graft obstructions. The authors described patients who presented with fatigue, shortness of breath, syncope, lightheadedness, and dizziness and their vads exhibited low flow alarms. The patients all underwent a transthoracic echocardiogram (tte) which showed some patients with mild-moderate-severe tricuspid or mitral regurgitation. Some patients underwent computed tomography angiography (cta) and were diagnosed with outflow graft obstructions, which included thrombus, stenosis, and a kink. Stenting was performed for some patients, others had their international normalized ratio (inr) goal increased, or their vad was deactivated. Some patients died within a week of diagnosis, the others remain implanted and the vads remain in use. No additional adverse patient effects or product performance issues were reported.